Event description:
It was reported that during transportation of the navigation system cart at the healthcare facility prior to a surgical procedure, the one of the castors without brake broke off the device. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device was repaired at the healthcare facility by a field service technician.